Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the inner plastic case of split upon opening the packaging, and the surgery was completed using a backup device. The issue was identified during setup prior to use, and the affected device was not used. The patient had no consequences or impact. All available information has been provided.